Event description:
Cormet revision due to pain.

Manufacturer narrative:
(B)(4) initial report. Pt notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation.